Manufacturer narrative:
(B)(4) date sent: 10/13/2016. Batch # na. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was this an adverse event? If yes, please provide further detail of the event. How much blood loss was there (mls)? Was a transfusion required? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a revascularization infarction heart surgery in dissection of the mammary artery procedure, device formed a crossed clip and released the artery, causing bleeding. It was made a repair with suture to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) date sent: 11/29/2016. Batch # (B)(4). The analysis results found that the lx207 device was received with the handle coating damaged and jaws were misaligned; therefore, the clips could not be loaded into the jaws. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Manufacturer narrative:
(B)(4).